Event description:
B-braun vena tech lp filter implanted in pt, in 2006, in special procedure room by interventional rediologist. One week following inplantation additional radiological studies determines that the vena cava filter had migrated into the heart. Surgery required to remove from heart. Performed by cardiac thoracic surgeon. New vena cava filter implanted at that time.